Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl with an unknown cause. Bg was addressed via a correction bolus and infusion site change. Reportedly, the customer had been using cartridge and insulin past labeling. Tandem technical support advised the customer to change pump supplies every 2 days to stay within labeling.